Event description:
It was reported per medwatch form (mw5105826): a patient presented to emergency department from outpatient setting by ems. Pt was experiencing remodulin infusion failure and uses premade remodulin cadd cassettes from their specialty pharmacy. They last changed their cassette at 4:00 pm the previous day. Next morning they noticed a pump error indicating drug is not infusing and called ems. Pt off remodulin for -90 minutes. Upon investigation in the ed by the nurse and pharmacist, the infusion failure seemed to have been related to a problem with the home cadd cassette (the home remodulin cadd cassette prompted error with a functioning hospital cadd legacy pump). Remodulin was restarted using a hospital supplied remodulin cadd cassette and infused fine via the hickman catheter with the pt's home cadd legacy pump. All supplies used at the hospital functioned properly in this scenario. This was a faulty home device in the cadd cassette. Pt stable, no harm observed.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.